Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a 3 level posterior lumbar revision surgery due to "haloing" of the iliac screws resulting in non-fusion. One iliac screw was replaced and 2 additional screws were implanted. No additional patient complications were reported.